Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. It was reported that customer blood glucose reading was 500mg/dl during a doctor's visit. Customer is in intensive care unit, the cause is unknown for the high blood glucose. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting customer found air bubbles in the tubing. Insulin pump had low reservoir, unable to troubleshoot and perform the high pressure test. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.